Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the patient was wearing an activity tracker which caused a return of symptoms; the patient also experienced leakage. After wearing the device for a few days, the patient removed it and noticed the symptoms stopped. It was reviewed that there are many different types of activity tracker devices and the manufacturing company does not anticipate any type of reaction with bluetooth devices such as this. Caller confirmed that the patient saw their healthcare provider (hcp) on date of initial report and they are "back in check" with no further issues. Two days later, additional information received from rep who confirmed the information with the hcp. It was unknown as to what caused the leaking. No further patient complications have been reported as a result of this event.